Manufacturer narrative:
E1 - initial reporter phone number unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing the device is pressure limiting during their CT scans going 3ml/s. There was patient involvement and no patient harm reported.

Manufacturer narrative:
Investigation summary: three devices were received in one container with three complaint numbers listed (B)(4). Each complaint reported one of the 3 samples received, but it is unclear which sample belongs to each individual event. As a result, samples were numbered and the investigations will be documented as follows: sample #1 - (B)(4), sample #2 - (B)(4), and sample #3 - (B)(4). The sample #2 was visually evaluated for potential nonconformances. No defects consistent with reported pressure limiting issue were found in the received sample. Based on device analysis, the complaint cannot be confirmed as a manufacturing related nonconformance. The photo received was visually examined for potential nonconformances. The photo displayed a used 20g viavalve catheter assembly attached to a third party extension set with blister top stock (sku# 326610, lot# 6014269). No visible damage was noted in the pictured catheter assembly. Given the photo was not a magnified view of the device, complaint failure mode and root cause could not be defined with confidence based on the photos.